Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the longevity of an ins implanted on (B)(6) 2021 had 13-27 months remaining. The patient was currently on program 6 @ 1.1 volts. An internal email noted they had normal impedances. They were seen (B)(6) 2022, and were on program 2 @ 3.4 volts. The p2 longevity estimate was 14 to 19 months. The p6 longevity estimate was close to five years. Therapy impedance was >2,000 ohms on program 6. All impedances were over 500 ohms. No short circuits were reported. The manufacturer help line had the caller create a manufacturer data report, and they were redirected to obtain logs and a manufacturer data report. There were no patient symptoms or further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was unknown and the program was changed and issue resolved. No further complications were reported/anticipated at this time.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown when asked to clarify the statement from the initial report: therapy impedance was >2,000 ohms on program 6. Was this meant to say ">4,000 ohms" or "<(><<)>2,000 ohms," as ">2,000 ohms" is not likely a screen which would show for this device model? The rep did ask the nurse but she could not remember and was not specified in notes. There hasn¿t been any other concerns by patient or physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: a0705 was unsupported based on additional information received, and therefore removed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there was not a device concern, therapy issue, procedure/use issue, etc regarding the previous report that the longevity of the ins was showing as 13-27 months, and a longevity estimate was 14 to 19 months on p2. There was no allegation of the primary cell battery draining rapidly or unexpectedly. It was unknown if the cause of the potential battery issue was determined, and it was unknown what most likely caused or contributed to the issue. The cause of the high impedances was not determined, and it was unknown what most likely caused or contributed to the issue. When asked what steps were or would be taken to resolve these issues, they responded technical support was contacted, and they had the rep pull reports from the device and email them on 2022-jan-31. It was unknown if these issues had resolved. No device removal or replacement surgery was planned.